Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Details of the complaint is reported as follows: "the dressing sticks to the bottom and cloth. The dressing rolls; difficulty in removing the dressing, it went into small pieces. It is further reported that the dressing was discontinued, and a dressing from another manufacturer/laboratory was then applied.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l info referenced on the complaint form states that "all dressings are affected by the problem/two batches used in hospital." No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Please note: this report is related to (B)(6) reported on (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.